Event description:
The customer reported, the cine function does not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive and associated hardware. System operates as intended. (B)(4).